Event description:
Patient found to have spontaneous right occipital intraparenchymal hemorrhage in setting of anticoagulation for his left ventricular assist device (lvad). Patient had an international normalized ratio (inr) of 2.6.